Event description:
The user alleges that when she was at a state fair, the powerchair ejected her and she landed on the ground. The user sustained a back and ankle injury requiring hospitalization.

Event description:
The user alleges that when she was at a state fair, the powerchair ejected her and she landed on the ground. The user sustained a back and ankle injury requiring hospitalization.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
The powerchair was not returned to the manufacturer, however the manufacturer scheduled the dealer to perform the evaluation on the actual device. The service report from the dealer indicated that the powerchair was stored for approximately one year, was not functional, and was not maintained.